Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of a laparoscopic hernia case, the surgical team performed surgical count and used radio frequency wand per policy. Surgical count was verified to be correct however, upon performing rf wand, rf equipment alarmed which indicated that an rf item may be present on the surgical field. The team recounted rf sponges and verified that counts were correct. They did a second rf wand scanning and still equipment alarmed. The surgical technician visually inspected each surgical sponge count and noticed that one of the raytecs was missing its rf indicator. The patient was re-prepped and sterile back was set up re-incision and exploration of surgical site. The surgeon went in laparoscopically and found the rf indicator. The retained indicator was compared to an rf indicator from a new raytec and determined that it was intact. The surgeon who was on the case and said that a raytec was used earlier in the case to stop a bleeder on the surgical site by threading it through an 8 mm trocar using a lap instrument. Because the team had to set up again and re-open the incision, then the patient underwent through more anesthesia. The procedure delayed by about a few mins as the team had to use the rf wand on the patient surgical site twice, and had to verbally inspect raytecs, also, they also had to open a new set of instruments and a new back table.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted where the indicator should be on the gauze and was disengaged from the device. It was reported that the device had a component that disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 correction: a2, a4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at end of a laparoscopic hernia case the surgical team performed surgical count and used radio frequency wand per policy. Surgical count was verified to be correct however, upon performing rf wand, rf equipment alarmed which indicated that an rf item may be present on the surgical field. The team recounted rf sponges and verified that counts were correct. They did a second rf wand scanning and still equipment alarmed. The surgical technician visually inspected each surgical sponge count and noticed that one of the raytecs was missing its rf indicator. The patient was re-prepped and sterile back was set up re-incision and exploration of surgical site. The surgeon went in laparoscopically and found the rf indicator. The retained indicator was compared to an rf indicator from a new raytec and determined that it was intact. The surgeon who was on the case and said that a raytec was used earlier in the case to stop a bleeder on the surgical site by threading it through an 8 mm trocar using a lap instrument. Because the team had to set up again and reopen the incision, then the patient underwent through more anesthesia. The procedure delayed by about a few mins as the team had to use the rf wand on the patient surgical site twice, and had to verbally inspect raytecs, also, they also had to open a new set of instruments and a new back table. The patient's hospitalization was not extended due to the issue.